Event description:
A caller reported that the pump was experiencing a display issue with touchscreen problems, affecting their ability to interact with and read from the pump screen. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the faulty pump as it was still under warranty. The customer was instructed to switch to a backup therapy using multiple daily injections (mdi) to ensure continued insulin delivery. They confirmed knowledge of storing the pump and agreed to return it using a pre-paid label within 10 days.